Manufacturer narrative:
A visual inspection of the pump confirmed that the cannula detachment occurred near the inflow cage. No other abnormalities were observed. The peel away sheath remained on the catheter and no kinks on the sheath were observed. Product did not fail to meet specification. Root cause verified to be use issue related to excessive force.

Event description:
A 53-year-old white male presented with ami/cgs and received hemodynamic support with an impella cp heart pump, introduced via the left femoral artery. During the procedure the physician tried to reposition the device and pulled it out of the left ventricle. Subsequently, the impella device ended up folding up on itself. The physician tried to straighten it back out by pulling it into the introducer sheath. While trying to pull it through the sheath, the distal end of the cannula right above the inlet cage separated and remained in the femoral artery attached by the nitinol coil. The cardiovascular surgeon did a cutdown on the femoral artery and removed the piece without difficulty. The surgeon used the left femoral access site to place a 19fr arterial ECMO cannula. The venous cannula was placed in the right femoral vein and a new impella cp was placed through the right femoral artery without issue.